Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver was overheating. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the overheating of the receiver could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - additional. Device availability- additional. Additional information/device evaluation - additional. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and failed, due to contaminated usb connector pins. The receiver was charged and turned on to see if it would boot up normally. The receiver failed as it would not turn on after being charged. The receiver log could not be downloaded for review as no data was available. Receiver functional testing could not be performed as the device would not turn on. The receiver case was opened for interior inspection and failed due to moisture damage. The complaint confirmation of the overheating of the receiver could not be determined due to moisture damage. A probable cause could not be determined.